Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent hip revision surgery in (B)(6) 2014. The original surgery was on (B)(6) 2014. The revision surgery occurred as a result of the pt falling and fracturing her femur at the arc stem implant. An arc stem, size 2, a neutral. Arc neck and a 36 x 0 mm cocr femoral head were revised to non-omni product.